Event description:
It was reported that the patient received an inappropriate shock due to an episode of supraventricular tachycardia. Ventricular arrythmia was detected and treated appropriately with anti-tachycardia pacing. The anti-tachy pacing broke the arrythmia during charging, then the device delivered a shock due to the reconfirmation algorithm and the tachycardia detection interval rule. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.